Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the system was explanted on (B)(6)2019 since the wound dehisced. A culture didn't reveal an infection. A list of product materials was sent to the rep. No further complications were reported.